Event description:
It was reported that during a mid left anterior descending artery chronic total occlusion (cto) stenting procedure, after implantation of 3 xience v stents in the mid left anterior descending artery, the patient experienced some mild chest discomfort, noted to be unstable angina, coming from the jailed first diagonal artery. Staining was noted in the first diagonal artery and it was felt to be caused from a wire; however, it was unknown which wire caused the dissection. The vessel was quickly re-wired, ballooned and stented with 2.5x28mm xience v stent, resolving the event. On (B)(6) 2012, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: asahi prowater, pilot 50, pilot 200, asahi confianza pro12, stingray. There was no reported product deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.